Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission note that the pacemaker was found in back up operation. In addition, the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. The pacemaker was explanted and replaced. No programming changes made to address the oversensing on the ra lead and the rv lead. The leads continued to be monitored. The patient was stable throughout the generator change procedure.